Event description:
It was reported that pump repeatedly declared altitude alarm while insulin delivery was suspended despite pump being within operating altitude range and speaker holes having been obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes, reloaded and then replaced cartridge, and attempted to resume insulin, but altitude alarm continued. Customer switched to multiple daily injections while technical support arranged replacement pump and cartridge, instructed customer on storage mode, programming pump settings, reconnecting cgm, and returning affected pump using prepaid label.